Manufacturer narrative:
It was reported a needle broke off during a procedure and remained in the patient. The surgeon was injecting a subcutaneous anesthetic for a hernia repair. During the injection the needle "snapped off" right above the hub. The amount of pressure being applied during the injection is not known. The patient required a CT scan and a secondary surgery to remove the needle. No further information was made available. Sample was returned and issue confirmed. A root cause cannot be determined. Nipro medical is the manufacturer of the needle. They have been notified, will conduct an investigation and make the determination whether any corrective action is indicated. Due to the reported incident and in an abundance of caution this medwatch is being filed.

Event description:
It was reported a needle broke during a procedure.